Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving a shock. A boston scientific representative was called to perform a device interrogation. Upon interrogation, it was found that the patient received an inappropriate shock as a result of oversensing noise signals. Additionally there was low r-wave amplitudes observed which led to t-wave oversensing. Isometric maneuvers were performed and replicated the observed noise and wavy baseline. Technical services (ts) was consulted and recommended additional troubleshooting measures. Subsequently, the physician opted to turn off the s-ICD and place a life vest on the patient until the patient can undergo an upgrade procedure. Ultimately, the patient underwent additional surgical intervention and the electrode was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving a shock. A boston scientific representative was called to perform a device interrogation. Upon interrogation, it was found that the patient received an inappropriate shock as a result of oversensing noise signals. Additionally there was low r-wave amplitudes observed which led to t-wave oversensing. Isometric maneuvers were performed and replicated the observed noise and wavy baseline. Technical services (ts) was consulted and recommended additional troubleshooting measures. Subsequently, the physician opted to turn off the s-ICD and place a life vest on the patient until the patient can undergo an upgrade procedure. At this time, the device remains in-service. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a crack in polycin vorite just at the edge of the electrode notch, exposing sense a conductor. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.